Event description:
Event description cpi received information that these two myocardial leads (4312) were capped, due to the patient oversensing in sinus rhythm. They elected to removed the patient's automatic implantable cardioverter defibrillator (aicd) at the same time.